Event description:
Medtronic received information that blank display occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer = black customer returned pump for alleged persistent insert battery alert followed by an unexpected blank display found on (B)(6) 2021. The pump was received with a blank display due to the battery cap missing the metal contact. Installed a test battery cap and continued testing. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Successfully downloaded the history and trace files using thump. The pump was monitored and no unexpected powering off or blank display noted. The pump was cut open to perform a visual inspection. Verified the battery tube power connector is properly connected to j7/pcba 1 and no damage or moisture damage noted on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. The pump was also received with scratched case and pillowing keypad overlay. Blank display is confirmed due to the pump being received with the battery cap missing the metal contact. No unexpected insert battery alert or blank display noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.